Event description:
Pt called to report that the ultra meter would not power on. Pt was not feeling well, so pt ate food or drank beverage. Pt then went to visit the physician. Pt did not receive any treatment at the md's office. Unk of what blood glucose was at the dr's customer care rep had pt check that the batteries are good and they are correctly installed (positive + side up). Insert a test strip and meter still had no power. No further info has been reported.